Manufacturer narrative:
A ge service representative evaluated and replaced the 5 volt power supply. The system operates as intended.

Event description:
It was reported that the system intermittently would reboot on its own. There is no report of injury or death associated with the event described in this complaint.